Manufacturer narrative:
The local area field representative was contacted for additional information regarding product return status. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that patient initiated interrogation (pii) of this cardiac resynchronization therapy pacemaker (crt-p) system was unsuccessful, even after communicator replacement. It was noted that the patient's spouse was also a patient and had no problems with their own communicator use in the home. This reasonably suggested this was not an environment issue, and a device check in-clinic was recommended. Upon interrogation in clinic, it was determined that the crt-p was operating in safety mode and had recorded codes 0x12 (memory execute from unused), 0x1c (watchdog timeout), and 0x0 (no fault). Review of remote monitoring data revealed alerts for low amplitude r-waves. It was noted that if the device was already in safety mode at that time, then the low amplitude r-waves were likely oversensing of unipolar noise. This crt-p remains in service. No adverse patient effects or interventions were reported at this time. Additional information received reported that this crt-p was explanted and replaced due operating in safety mode and pocket stimulation. It was noted that the pocket stimulation was not reproducible with the new device, even when both rv and lv were programmed to unipolar. Technical services (ts) discussed this observation may have been because the pocket was not yet fully closed at that time. The device replacement was completed successfully, and the crt-p was expected to be returned for analysis.

Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause and resolution. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that patient initiated interrogation (pii) of this cardiac resynchronization therapy pacemaker (crt-p) system was unsuccessful, even after communicator replacement. It was noted that the patient's spouse was also a patient and had no problems with their own communicator use in the home. This reasonably suggested this was not an environment issue, and a device check in-clinic was recommended. Upon interrogation in clinic, it was determined that the crt-p was operating in safety mode and had recorded codes 0x12 (memory execute from unused), 0x1c (watchdog timeout), and 0x0 (no fault). Review of remote monitoring data revealed alerts for low amplitude r-waves. It was noted that if the device was already in safety mode at that time, then the low amplitude r-waves were likely oversensing of unipolar noise. This crt-p remains in service. No adverse patient effects or interventions were reported at this time.

Event description:
It was reported that patient initiated interrogation (pii) of this cardiac resynchronization therapy pacemaker (crt-p) system was unsuccessful, even after communicator replacement. It was noted that the patient's spouse was also a patient and had no problems with their own communicator use in the home. This reasonably suggested this was not an environment issue, and a device check in-clinic was recommended. Upon interrogation in clinic, it was determined that the crt-p was operating in safety mode and had recorded codes 0x12 (memory execute from unused), 0x1c (watchdog timeout), and 0x0 (no fault). Review of remote monitoring data revealed alerts for low amplitude r-waves. It was noted that if the device was already in safety mode at that time, then the low amplitude r-waves were likely oversensing of unipolar noise. This crt-p remains in service. No adverse patient effects or interventions were reported at this time. Additional information received reported that this crt-p was explanted and replaced due operating in safety mode and pocket stimulation. It was noted that the pocket stimulation was not reproducible with the new device, even when both rv and lv were programmed to unipolar. Technical services (ts) discussed this observation may have been because the pocket was not yet fully closed at that time. The device replacement was completed successfully, and the crt-p was expected to be returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Analysis of the device confirmed it was operating in safety mode and that critical therapy remained available. Engineers determined that this device was demonstrating behavior consistent with a high battery impedance, which put this device at risk of experiencing transient voltage decreases (and associated resets) during telemetry or other normal, higher-power operations. When battery voltage drops below a minimum threshold, a system reset is performed. If three system resets occur within a 48-hour period, the device is designed to enter safety mode operation to maintain back-up pacing with pre-defined settings. Boston scientific has issued a field safety notice to notify physicians of the potential for accolade family pacemaker and cardiac resynchronization therapy pacemaker (crt-p) devices to exhibit this behavior.